Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The delivery system and the stent were returned inside the guiding catheter used in the intervention. The stent was located on the distal end of a filterwire protection system. The stent is severely deformed over its entire length. The balloon of the affected delivery system shows signs of an inflation attempt. The distal balloon shoulder is slightly unfolded. Microscopic inspection of the balloon showed no damage or irregularity. A strong kink was observed in the device shaft about 6 mm distal to the guide wire exit port. During functional testing water was seen to emerge from the guide wire exit port. Microscopic inspection revealed a damage of the inflation lumen at the kink close to the guide wire exit port. In addition, the hypotube was found strongly kinked about 642 mm and 724 mm distal to the kink protector. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The delivery system and the stent were returned inside the guiding catheter used in the intervention. The stent was located on the distal end of a filterwire protection system. The stent is severely deformed over its entire length. The balloon of the affected delivery system shows signs of an inflation attempt. The distal balloon shoulder is slightly unfolded. Microscopic inspection of the balloon showed no damage or irregularity. A strong kink was observed in the device shaft about 6 mm distal to the guide wire exit port. During functional testing water was seen to emerge from the guide wire exit port. Microscopic inspection revealed a damage of the inflation lumen at the kink close to the the guide wire exit port. In addition, the hypotube was found strongly kinked about 642 mm and 724 mm distal to the kink protector. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lesion (stenosis degree: 95 percent) in the mildly tortuous mid svg to diagonal. A shockwave pre-dilatation was done over a filter-wire protection device. The orsiro mission was introduced but could not be inflated more than 2 atm due to hole in balloon. Stent and balloon had to be removed with guide catheter and sheath.

Manufacturer narrative:
Combination product: yes.